Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the alarm to the caregiver (cg). The cg reported that they had discarded the used supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the alarm to the caregiver (cg). The cg reported that they had discarded the used supplies. There was no patient injury or adverse event associated with this report. No additional information is available.